Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06298. Related manufacturer reference number: 2017865-2020-06299. It was reported that the patient's atrial and left ventricular lead had dislodged and the right ventricular lead had high capture thresholds. The patient presented for lead revision and pre-procedure device interrogation revealed no capture on the atrial and left ventricular lead and high capture thresholds on the right ventricular lead. All three leads were explanted and replaced. Patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.